Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a skull trauma; afterwards the user had no more hearing sensation. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user suffered from a skull trauma; afterwards the user had no more hearing sensation with the device. The user has been re-implanted on (B)(6) 2019.

Event description:
The user suffered from a skull trauma; afterwards the user had no more hearing sensation. Re-implantation is considered but no date for the surgery has been set yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.